Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No frozen screen was noted. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that she was rock climbing and the insulin pump may have been pressed against her back for longer than three minutes. Customer stated that the insulin pump may also be exposed to sweat. Customer's blood glucose reading at the time of the call was 190 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.